Event description:
It was reported that the pump was exposed and subsequently explanted, due to infection. The catheter, pump and a pouch which had been used for a previous pump was removed. Additional information has been requested from the hcp, but was not available as of the date of this report.